Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: during a procedure on (B)(6) 2013, the surgeon observed the small battery drive quick coupling attachment become detached several times. This was confirmed by the sales consultant. No adverse consequences to the patient were reported. No additional information is available. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device used for treatment, not diagnosis. Without a lot number, the device history records review could not be completed. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn.

Manufacturer narrative:
Common name: instr, surgical, orthopedic, ac-powered motor/access & attach. Device was used for treatment, not diagnosis.

Manufacturer narrative:
Device is an instrument and is not implanted/explanted. No non-conformance reports were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. A service and repair evaluation was completed: the device was received with no obvious damage visible. The investigation has shown that the coupling piece is slightly out of round. No other damage was detected. The exact cause of this damage can afterwards not be defined. It is likely assume that a drop to the ground or a hit with another device caused this damage. The device was repaired and returned to the customer. Device was used for treatment, not diagnosis.